Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. A review of the device history records for manufacturing revealed no complaint related issues. Im nails are currently the subject of a medical device recall.

Event description:
It was reported that a patient initially underwent surgery in (B)(6) 2012 and had a humeral nail implanted. The first humeral nail implanted in the patient was the wrong size, was removed and replaced with a different humeral nail. On (B)(6) 2013, the nail was removed due to an infection and an antibiotic eluting device was inserted that released vancomycin and tobramycin. On (B)(6) 2013, a 3rd operation was performed to remove the antibiotic eluting device and to repair the rotator cuff. The patient had an additional surgery the week of (B)(6) 2013, with a different surgeon at another hospital, to treat recurrent osteomylitis. During this surgery, an incision was made above the area of redness and warmth and dissected down to the surface of the bone. The area was cleaned and a hole was noted in the cortex of the humerus. A culture taken at the site was reported as negative. The patient was started on an antibiotic post surgery. Reportedly, the patient did not have any antibiotics since the 2nd surgery as to ensure treatment with the correct antibiotic. Reportedly, the physicians are unclear as to what is causing the osteomylitis (patient is also being treated by an infectious disease physician). This is report 1 of 1 for complaint # (B)(4).